Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall .5mm proximal of the distal markerband was revealed. Microscopic examination presented no damage or irregularities in the balloon material, markerbands or bonds. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mmx20mm emerge¿ balloon catheter was advanced for dilation. However, on the 1st inflation at 8 atmospheres, the balloon ruptured after being inflated for 5 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non compliant balloon catheter. No patient complications were reported and the patient's status was good.